Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the patient¿s peritonitis can be reasonable attributed to a breach in aseptic technique due to the patient cutting the patient line on the liberty cycler set with scissors.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient disconnected from pd treatment to go to the hospital on (B)(6) 2019. The patient disconnected by cutting the patient line on the liberty cycler set. When the patient returned it was observed that the heater bag leaked approximately 3-4 liters of fluid on the top of the cycler. Therefore, a replacement cycler was requested. During follow-up, the pd nurse reported the patient resides in an assisted living facility. On (B)(6) 2019 this elderly patient was experiencing confusion and admitted to cutting several lines on the cassette with scissors to disconnect from pd treatment and go to the hospital. The nurse stated it is unknown what caused the patient to be confused. However, it was indicated there were no product related issues associated with the patient¿s confusion. At the hospital, the patient was diagnosed with peritonitis. Additional details surrounding the patient¿s hospitalization were unknown as the hospital discharge summary was not available. However, the pd nurse reported that during hospitalization (on (B)(6) 2019), a pd culture was obtained which yielded no organism growth and an elevated white blood cell (wbc) count. Per the nurse, the patient was treated with vancomycin (unknown dose) and ceftazidime (unknown dose) intra-peritoneal (ip) and is recovering from the peritonitis event. Additionally, it was reported that the patient continued pd therapy in the hospital. The patient had an anticipated discharge from the hospital on (B)(6) 2019. The pd nurse stated the patient did not have any product related issues associated with the peritonitis infection. Per the nurse, the cause of the peritonitis was attributed to a breach in aseptic technique due to the patient cutting the lines on the cassette. The nurse stated the assisted living facility has accepted the replacement cycler on the patient¿s behalf.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.